Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer reverted to an alternate form of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.